Manufacturer narrative:
A product investigation was completed: the returned devices show significant use during its lifespan, with numerous gouges and marks from hammer blows. The distal threaded portion of the device is broken off; the tip is approximately 25mm in length. The tip was stuck into the returned insertion handle. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with back slapping the device during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellar. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause of the complaint cannot be determined, it was likely a result of wear and coupled with excessive/off angle hammer blows during use. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 15, 2011. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the insertion of a trochanteric fixation nail (tfn), the surgeon decided to reposition the nail by back slapping out the nail using the driving cap. The driving cap broke off into two pieces, where the threads are located. All the threads of the driving cap cold welded into the insertion handle and remain in the handle. All items were retrieved, with no fragments. There was no patient harm or surgical delay. The procedure was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: a hardness and material test were performed on part 03.010.475. The material was confirmed to be 17-4ph as the specification requires. The analysis also indicated a mixed quasi-brittle and ductile overload failure, which is typical of 17-4ph material. The most probable cause of the failure was initial fatigue fracture, followed by tensile overload. The product drawing indicates a hardness limit of 38-45 hrc. When comparing hardness results for the purpose of acceptance testing, astm e 18 suggests that the value should be rounded to the whole number. Based on this rounding, the average hardness value is 38hrc and meets the requirements of the drawing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.